Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, narrow, 98% stenosed, de novo mid left anterior descending (lad) artery after placing the guide wire and completing lesion predilatation with a balloon, the 3.0 x 23 mm xience prime stent delivery system (sds) was implanted. During post-dilatation, a stent side-edge dissection was noted. A second xience prime stent was used as treatment; timi 3 flow was maintained at the end and there was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.